Event description:
A vaxcel mini port was being placed for therapeutic purposes. During catheter insertion, the peel-away sheath did not peel properly and broke into several pieces. Another peel-away sheath was used in order to finish placement.